Event description:
It was reported that, during a diagnostic endobronchial ultrasound procedure, the single-use aspiration needle failed to deploy when the clinician attempted to extend the sheath. The clinician withdrew the product and used another similar needle to successfully complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.